Event description:
A hospital in (B)(6) reported that five rt041s hospital full face non-vented masks contained the incorrect hospital full face vented mask. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint devices. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that five rt041s hospital full face non-vented masks contained the incorrect hospital full face vented mask. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two complaint masks were returned to the manufacturer and visually inspected. Results: the visual inspection revealed that a vented mask base was assembled instead of a non-vented mask base, confirming the reported fault. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the incorrect assembly of mask base was most likely due to incorrect line clearance during production. The relevant team leader has been reminded to ensure correct line clearance procedure. The user instructions that accompany the rt041 mask state the following warnings: "this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff" "verify that the therapy device, i.e. Ventilator, including alarms and safety systems have been validated prior to use"